Event description:
A patient reported experiencing inaccrate erratic results with an ot profile meter. The patient's blood glucose results were 90mg/dl, 120mg/dl, 160mg/dl. Tests were done less than 10 minutes apart with a difference of 34%. Patient did not experience any adverse events. No further information has been reported.